Manufacturer narrative:
Follow-up #1; date of submission: 07/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/30/2015 with the following findings:the vibratory feature of the pump was found to be operating properly: the reported issue was not duplicated. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. It was reported that the pump would not stop vibrating. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.